Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited no output. The patient did not experience and complications. The device was explanted. No additional information was available.